Manufacturer narrative:
Calibration and qc data do not suggest an issue. The customer did not provide any additional information for the investigation. Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number is (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for pct brahms elecsys cobas (pct) on a cobas e 801 analytical unit. The initial result from a different e801 analyzer was > 100 ng/ml with a data flag. The sample was repeated twice on the e801 analyzer in question with a 1:4 dilution and the results were 20.6 ng/ml (calculated result 82.4 ng/ml) and 22.0 ng/ml (calculated result 88 ng/ml). The sample was run neat on the analyzer in question and the result was 20.1 ng/ml. The repeat result was > 100 ng/ml with a data flag. The undiluted low result of 20.1 ng/ml is in question.